Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device is contaminated and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a biopsy cap was used in biliary ducts during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, a snare was passed through the biopsy cap and one of the pieces inside of the cap went into the working channel and was very difficult to remove the detached component. Reportedly, a water soluble lubricant was not placed on the biopsy cap prior to use. The procedure was completed with another duodenoscope. There were no patient complications reported as a result of this event.